Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc833650, model: sc-8336-50, serial: (B)(4), batch: 7072300. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 26012422.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming attempts. It was noted that the coverage seems to aggravate pre-existing not device related stomach discomfort. The patient underwent a spinal cord stimulator explant procedure and the patient was doing well postoperatively. No device malfunction suspected. The explanted devices will not be returned.